Event description:
User facility reports a cracked luer connector found after initiation of hemodialysis treatment. Ebl = 100 cc. Patient was recannulated with a new needle to resume treatment. No patient injury or need for medical intervention is reported. MDR is filled for blood loss only.